Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 3mmhg. A mitraclip xtw (40920a3088) was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw (41023r1106) was then inserted and deployed on the mitral valve. The mr was unable to be reduced. Therefore, a third clip, a mitraclip ntw (40820a2108) was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be grasped. During an attempt to place the clip, it was observed that one of the grippers would not lower. It was noted that excessive curves on the clip delivery system (cds) when the grippers would not function. Therefore, the clip was removed from the patient. While outside the patient, the grippers were noted to function normally. The procedure was discontinued, and the mr remained at a grade of 4, and the mean pressure gradient increased to a 6mmhg. It was noted that the physician was fine with the result, and the patient did not have any adverse effects due to the increase in gradient. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported difficult to open or close associated with a gripper actuation issue cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be challenging during the procedure. The reported positioning failure associated with leaflet grasping appears to be related to patient anatomy and challenging imaging. Improper or incorrect procedure or method/user error is associated with the user curving the sleeve greater than 90 degrees. There is no indication of a product issue with respect to manufacture, design or labeling.